Manufacturer narrative:
This report is being filed on an international product, architect ca 19-9xr, list 2k91-32, that has a similar product distributed in the us, list number 2k91-29/2k91-33. Patient information: no specific patient information was disclosed due to the hospital's policy. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 79017m800. Using world wide field data the historical performance of reagent lot 79017m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 79017m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 79017m800. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result for one sample. The sample generated an initial result of 75.89 u/ml and retest of 12.03 u/ml. The subsequent sample for the patient generated a result of 7.5 u/ml. No adverse impact to patient management was reported.